Event description:
It was reported that after a double heart valve replacement, the pt had low cardiac output and was placed on left ventricular assist device (lvad). After 40 hrs, a slight leak was noticed but continued to use the bio-pump. 10 mins later, a significant leak occurred at the housing backplate joint. The bio-pump was changed out. Blood loss= 2,5000-3,000 ml. Pt had no brain wave but the heart had EKG. On july 27, 1998, the pt expired.